Event description:
It was further reported by a health professional that "there was no fluid/seroma present." Event of seroma will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. It was further reported that "there was no fluid/seroma present." Event of seroma will be unreported.

Event description:
Healthcare professional reported "broken" device. Healthcare professional later reported rupture, "bpe: grade iii, associated with some hyperintense spots after contrast administration, more evident in late post-contrast sequences, likely corresponding to glandular enhancement", "prostheses show membrane detachment and very deep radial folds. Bilaterally associated "keyhole sign" and on the right "water droplet sign" indicate prosthetic degeneration", "prostheses exhibit "linguine sign" indicative of intracapsular rupture. No extraprostatic silicone evident. Peri-prosthetic effusion, particularly on the right", "on the right at the upper outer quadrant, a weakly hypointense image approximately 11 mm in stir sequences, with well-defined margins, shows no contrast enhancement , confirmed via MRI. Healthcare professional additionally reported "bilateral subcentimetric cysts are recognized" deemed not device related. This record is for right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma.